Manufacturer narrative:
As received, a complete was returned measuring 51.8 cm. Visual and x-ray examination revealed the helix was extended and clogged with dried blood/tissue with no other anomalies. Electrical testing did not find any conductor fractures or internal shorts. The reported events of high capture thresholds and p-wave amplitude variation were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented during a pacemaker implant procedure. Upon positioning the right atrial lead, the physician noted high capture thresholds and low p-wave amplitudes on the lead. The physician exchanged the lead during the procedure on (B)(6) 2019 while the chest pocket was open. The patient was in stable condition.